Manufacturer narrative:
Source of info written report (fer form) based on phone conversation between st. Jude medical heart valve div product surveillance manager and clinical fer administrator, and st. Jude medical territory manager, on 4/10/1998. Description of event on 2/6/1998, dr. Implanted 27 mm mitral st. Jude medical mechanical heart valve (model 27m-101). Postoperatively, pt developed hemolysis with no paravalvular leak, resulting in surgeon expressing concern about "leaflets opening". On 4/9/1998, dr. Explanted this valve. Results of investigation explanted valve was received in st. Jude medical heart valve div fer analysis laboratory in st. Jude medical product return kit, submerged in liquid solution. Sewing cuff was grayish-white in color, contained several sutures and cuts, exhibited smal amount of whitish tissue ingrowth on both inflow and outflow sides. Both leaflets were observed to open and close normally, and carbon surfaces appeared to have been previously cleaned, prior to valve's return for analysis. Valve was chemically sterilized, cleaned, and sewing cuff removed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then forwarded for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Valve was then disassembled for dimensional inspection. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followd by appropriate signature and date. Conclusion info reviewed from valve's device history record and additional testing performed through fer anlaysis laboratory indicated valve complied with st. Jude medical specifications at time of MFR. Results of this investigation are inconclusive due to fact st. Jude medical heart valve div has not received additional info, which may have aided in this eval of the explanted valve. Cause of hemolysis, as well as concern expressed by surgeon about "leaflets opening", remains unknown. However, leaflets were found to function normally at time of analysis, as supported by testing performed at st. Jude medical heart valve div. Cause of hemolysis and possible in vivo leaflet immobility and/or impedance was not due to intrinsic valve defect.

Event description:
The pt developed hemolysis with no pv leak. The surgeon expressed concern about the "leaflets opening".